Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is not available for return. No device malfunction could be confirmed.

Event description:
Ahmed glaucoma valve, serial number (B)(6), lot b1824 ref fp7 is defective. When inserted in "patients" right eye it allowed the eye pressure to drop to 2, resulting in collapse of posterior chamber and total loss of vision. "Patients" left eye has virtually no vision, thus the defective device caused the "patient" to have total loss of vision.